Event description:
It was reported through a journal article that the patient's right ventricular (rv) lead experienced a fracture resulting in shocks and the subsequent insertion of a pace/sense lead. Follow-up with author obtained specific lead serial number. The patient later developed recurrent pulmonary emboli and echocardiography confirmed emboli attached to the rv lead post implant. Rv lead extraction was subsequently performed. Patient developed hypotension when traction was applied to the rv lead during extraction. Hypotension persisted after traction removal but rv lead was eventually explanted with patient's blood pressure returning to normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature and subsequent follow up. Referenced article: pseudo-tamponade during transvenous lead extraction. Heart rhythm. 2015;12(4):849-850. (B)(4).